Event description:
Event description guidant received info that this implantable cardioverter defibrillator (ICD) emitted beeping tones. Interrogation revealed battery depletion. The pt has concerns regarding the device's longevity. The device has been explanted and returned for analysis. A new device was successfully implanted.